Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges to have repeated headaches; blocked-stuffy nose; sore throat often; dry mouth; thyroid problem (basedow disease) with several nodular and micronodular formations. There is no report of medical intervention being required. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges to have repeated headaches; blocked-stuffy nose; sore throat often; dry mouth; thyroid problem (basedow disease) with several nodular and micronodular formations. There is no report of medical intervention being required. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation, observed unknown gray dust-like contamination at the air inlet of the blower box. White dust-like contamination on top of the blower motor and the blower motor seal. White and black dust-like contamination (inconsistent with degraded sound abatement foam) in the bottom of the enclosure. Also, black potential hair/fibers (inconsistent with degraded sound abatement foam) on the bottom enclosure. Potential mineral deposit spots on the bottom of the blower motor and on the bottom of the blower box, indicating potential liquid ingress. Black contamination, consistent with keratin, at the air outlet of the blower box. Unknown white, gray, and black specks of contamination (inconsistent with degraded sound abatement foam) on the blower box. Black dust-like contamination and potential hair/fibers (inconsistent with degraded sound abatement foam) on the front and rear panels. White dust-like contamination on the blower box lid. Unknow black particles and potential hair/fibers (inconsistent with degraded sound abatement foam) on the top enclosure. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found thirty two error codes. Sections d8, d9, h2, h3, and h6 were updated.